Event description:
While monitoring the ECG waveform on the mp90 monitor, for no apparent reason the qrs complex flat lines and the monitor alarms asystole. While alarming asystole the waveform will produce what appears to be a square wave (an overload of input to ECG module) and then back to flat line and some time later corrects itself. During one of the early incidents a nurse had a patient on a drip to slow down the heart rate. When she saw asystole alarm she immediately shut down the drip. As she continued to review data on the monitor she realized the alarm and waveform were incorrect and that the arterial blood pressure (abp) and central venous pressure (cvp) were correctly displaying good pleth waveforms. No adverse outcome, but the monitor caused a response from the nurse that stopped treatment. This problem has occurred in all three ICU's and at random beds at random times and only one monitor at a time. During investigation there were external devices used; a wireless laptop was in use in the bed next to the affected bed. By turning on and off the laptop we could reproduce the problem. A blackberry phone in the area would repeatedly cause the monitor to alarm asystole. In a different ICU 8 floors away a ventilator with heated circuit caused asystole alarm.====================== health professional's impression======================philips field service engineer queried fellow field service engineers (fse) and learned our mms ECG firmware version d.02.02 needed to be upgraded. Fse upgraded all mms ECG firmware (in mp90 monitors) to d.02.05 and x2 model monitors to release g.01.76. This was done to prevent the possible interference caused by neptune heaters (humidifiers) in the patient ventilators. Humidifier research engineers contacted this reporter regarding the incident at this facility and a sister facility. They stated there is an issue with another company's monitors and the neptune heated circuits and were concerned about philips monitors. They informed us that they are in the process of a software upgrade to eliminate potential interference with physiological monitors by raising the frequency used in the heated circuits.====================== manufacturer response for physiological monitor, module, intellivue mms======================field service engineer upgraded all mms ECG firmware to release d.02.05 in an attempt to reduce or eliminate the ecginterference they were experiencing. The issue could be replicated by use of a cellular phone and a laptop computer using a wireless card. After the upgrade, no interference was observed.